Manufacturer narrative:
(B)(4). Approximate age of device: 6 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was in the emergency department after having syncopal events. The patient had chest pain and was feeling light headed. Review of the submitted system controller log files by a representative of the manufacturer's technical services team did not reveal any abnormal alarms or events. The cause of the patient¿s syncope was determined to be gastrointestinal (gi) bleeding and low hemoglobin and hematocrit, and the patient was treated with blood transfusions. A colonoscopy revealed several arteriovenous malformation (avms). The avms were treated, the bleed resolved, and the patient was discharged. No additional information was reported.

Manufacturer narrative:
A correlation between the device and the reported bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.